Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) stops compression after 20 minutes of used was not confirmed during functional testing, however, twice of user advisory - ua17 were observed in the device's archive on the event date in which provided confirmation that the autopulse platform stops compression. The investigation findings revealed that the probable cause was due to the autopulse did not reach the target depth within specification time in which likely attributed to the stiffness of the patient chest. Unrelated to the reported complaint, multiple cracked on the front and bottom covers and a damaged the load plate cover on the ap platform were observed during visual inspection. These types of physical damage may have attributed to user mishandling. All damaged covers were replaced. During archive data review, multiple ua17 was observed on event date ((B)(6) 2019), thus confirming the reported complaint. Base on the platform's archive, the autopulse platform performed 381 compressions on a medium or large stiff to compress patient (max load sum exceeded 291lbs. Calculated count/2.52 lbs). The user pressed the restart button to clear the ua17, and the autopulse continue to be used again. After performing 919 compressions, the device stopped again. During the initial functional testing, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Also, the drive train motor brake gap inspection was performed and verified within the specification of 0.008" ±0.001". The ap platform passed all functional tests and approved for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) stopped compressions after 20 minutes of used. No information of what type of error message prompted, and the battery status showed two bars. The crew immediately performed manual CPR. No known impact or consequence to patient information was provided.